Event description:
It was reported that during an unknown procedure, the tissue pad fell off the instrument. The tissue pad did not fall into the patient. Case was completed with a like device. No patient consequence reported.